Event description:
Consumer complaint of blood result reading of "lo". Customer states she is feeling well and requires no medical attention. Customer's expected glucose results are: 111mg/dl-150mg/dl. Verified the strips expire 12/23/2016 and were first opened yesterday. Customer confirms the strips are properly stored. Customer ran blood test. Lo. Reviewed results from meter memory: lo (B)(6) 2015 10:53:00 am - not fasting, lo (B)(6) 2015 10:41:00 am - not fasting, 96 (B)(6) 2015 10:40:00 am - not fasting, 152 (B)(6) 2015 10:14:00 am - not fasting; 123 (B)(6) 2015 07:30:00 am - fasting. No adverse event reported.

Manufacturer narrative:
(B)(4) returned meter evaluated with no defect found. Returned test strips evaluated and gave "lo" readings. Further investigation showed that the test strips exhibited black chemistry. Black chemistry is found if the test strips have been improperly stored or exposed to high levels of humidity.